Event description:
The pt underwent a sling procedure. The pt appeared to develop an abscess and fasciitis however recently, stool was noted to be leaking out of one of the abdominal incisions and the physician feels that the tape was inserted through the bowel. The abscess appears to be extending into the retropubic region. The physician stated that the pt has had previous pelvic surgery. A general surgeon removed the sling and repaired the bowel 1 week later. The pt remains incontinent. The pt will not undergo any further surgeries for urinary incontinence due to their age and health. The pt is now doing well and has been discharged home.